Event description:
Customer reported device pins are burnt. Customer stated 3rd pin from the left looks as if it is completely gone. Device is cleaned with an alcohol pad. No treatment was received. A request was made for return product was sent.